Event description:
It was reported that the insulin pump had an error alarm during the manual prime. It was stated that the customer jumped in water with the insulin pump on prior to the alarm. No further information reported.

Manufacturer narrative:
Insulin pump alarmed prime during occlusion test due to moisture damage inside force sensor. All the buttons functioned properly and no moisture damage found on the keypad traces, electronics assembly or motor. Insulin pump had a cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.